Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient stated "I have half a syringe of juvederm left at physicians office. I¿m not sure that using saved juvederm is a good thing. They¿re saving it for 2 wks. My other plastic surgeon would never do this.¿